Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and wearing on the shaft of gear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H7: review of this MDR and/or additional information received revealed that a required recall notification was not reported previous reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacutrer's representative (rep). It was reported that the cause of the stall was unknown. The patient's weight was unknown. The device was going to be returned to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported a motor stall was seen at initial interrogation, and the patient did not recently have a magnetic resonance imaging (MRI). It was noted that the patient began hearing their pump alarm every 10 minutes this morning ((B)(6) 2018) and the patient confirmed code 8476 (meaning motor stall) on their 8835 (personal therapy manager (ptm). It was noted that the patient was not feeling well. The patient was at home when they began hearing the pump alarm. The rep will confer with the hcp and patient. The rep stated the patient will more than likely go to the emergency department (ed). It was noted as a sudden change in therapy/symptoms. Additional information received stated the rep confirmed through interrogating the pump that it had an active motor stall. The hcp programmed the pump to minimum rate on (B)(6) 2018. The hcp then replaced the pump on (B)(6) 2018. The event date was (B)(6) 2018. No further complications were reported.